Event description:
The account alleges that the brakes of the bed will not hold.

Manufacturer narrative:
The tech replaced the steer and brake head left caster, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until wer are current.